Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject exhibited no external image error and could not show the ultrasound image. The issue was found during an endoscopic ultrasound diagnostic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6 and h11. The device was not returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: cause not established olympus will continue to monitor field performance for this device.